Event description:
The manufacturer received information alleging an issue related to a CPAP device's sound abatement foam. The patient alleged lung infection, bad cough, difficulty breathing/short of breath. The manufacturer's investigation is ongoing. A follow-up report will be submitted when the manufacturer's investigation is complete.

Manufacturer narrative:
The manufacturer previously reported an allegation of an issue related to sound abatement foam. Additional information was received and section b5 should be reported as: the manufacturer was contacted in reference to the voluntary field safety notice / recall notification related to the sound abatement foam in certain CPAP, bipap, and mechanical ventilator devices. The manufacturer received information alleging an issue related to a continuous positive airway pressure (CPAP) device's sound abatement foam. The patient alleged to experience lung infection, bad cough and difficulty breathing / short of breath. There was no medical intervention required by the patient. The reported event of pressure on lung infection, bad cough and difficulty breathing / short of breath and its reported severity was reviewed by the manufacture's clinical expert. This event is assessed as not related to the device in this case. Based on the available information, the manufacture concludes no further action is necessary. The device has not yet returned to the manufacturer for evaluation, and at this time, no further investigation can be performed. If any additional information is received, a follow up report will be filed. Section(s) b1, b2, has changed related to the complaint changing from the reported adverse event to a product problem. Section h1 has changed to reflect a malfunction.

Manufacturer narrative:
The manufacturer was contacted in reference to the voluntary field safety notice / recall notification related to the sound abatement foam in certain CPAP, bipap, and mechanical ventilator devices. The manufacturer previously received information alleging an issue related to a CPAP device's sound abatement foam. The patient alleged lung infection, bad cough, difficulty breathing/short of breath. There was no medical intervention required by the patient. Upon further review, it was decided that the reported lung infection assessed as serious injury. Section b1 and b2 has been corrected to reflect serious injury and product problem both, and section h1 has been corrected to reflect serious injury. Section h6 health effect - impact code was corrected to reflect correct information in this report.